Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: 73 (60.83%) males and 47 (39.17%) females; not specified if grouped with johnson & johnson implant. Patient weight: unknown/not provided. Race: 56 (46.67%) black, 57 (47.50%) white, 2 (1.67%) unknown, 5 (4.17%) more than one; not specified if grouped with johnson & johnson implant. Ethnicity: 66 (55%) non-hispanic, 54 (45%) hispanic; not specified if grouped with johnson & johnson implant. Date of event: the exact date of event is unknown, not provided, but the best estimate date is between september 2011 and may 2019. Model number: unknown/not provided. Catalog number: the catalog number is unknown, as the serial number was not provided. Serial number: unknown/not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Device manufacture date: unknown, as the serial number was not provided. Other: the device was not returned for analysis; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. (B)(4). Citation: medert, c.m., sun, c.q., vanner, e., parrish ii, r.k., wellik, s.r. (2021). The influence of etiology on surgical outcomes in neovascular glaucoma. Bmc ophthalmology. 21:440: pp.1-10. Doi: https://doi.org/10.1186/s12886-021-02212-x. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: the influence of etiology on surgical outcomes in neovascular glaucoma. This retrospective, single center, comparative study was done to evaluate visual outcomes in patients with varying etiologies of neovascular glaucoma (nvg), who were treated with glaucoma drainage devices (gdd). A total of 120 eyes were included and grouped into nvg etiologies: proliferative diabetic retinopathy group (pdr, n=74 eyes), retinal vein occlusions group (rvo, n = 28 eyes), and other etiology group (other, n=18 eyes). All patients received either an ahmed (agv, new world medical, california USA) (n=46 eyes) or baerveldt (bgi, abbot laboratories, illinois USA) (n=70 eyes) device, or both (n=4 eyes) as treatment. Surgical complications in patients with bgi were: re-op for low iop (choroidal drainage and/or tube revision) (n=4 eyes), re-op for elevated iop (n=2 eyes), re-op for erosion (n=3 eyes), re-op for infection/endophthalmitis (n=1 eye), retinal detachment (n=2 eyes). Complications included no light perception (nlp): pdr group (n=7 eyes); other group (n=1 eye). The final visual acuity (va) for the rvo group was approximately 4 snellen lines worse (20/1383 snellen), and for the other etiology group was approximately 1 snellen line worse (20/1150 snellen). It was not clear whether these complications occured in eyes with the baerveldt shunt or the other competitor device. There were no further interventions reported.